Manufacturer narrative:
A4: weight: 118 (units not specified). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, vomiting and diarrhea. The cause of the event was unknown. It was reported that "the patient visited to the renal unit"; however, it was not reported if the patient was admitted. It was reported patient was discharged from the renal unit. The same day as event onset, the patient was treated with vancomycin (500 mg, daily, intraperitoneal, ongoing), amikacin (100 mg, daily, intraperitoneal, ongoing) and fluconazole (150 mg, orally, every other day, ongoing) for cloudy effluent. Action taken with pd therapy was unknown. At the time of this report, the patient recovered from the events. No additional information is available.